Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, a specific bg value was not provided. Carbohydrates were consumed to address bg levels. Customer reported that low bg levels are normal for them and therefore declined to complete troubleshooting with tandem technical support. Recommendation was made to consult with their health care provider to discuss diabetes management.